Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the record is a duplicate of (B)(4). Hence the complaint is invalid and follow up report is not necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) unit could not power up. There was no patient involvement reported.